Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patellar component.

Manufacturer narrative:
Summary of evaluation: the examination results are insufficient to determine whether this event is device related. The wear observed is not neccessarily unusual for the reported period of implantation.